Event description:
Pt implanted with a margron dtc hip replacement system presented with thigh pain 3+ years postoperatively. Revision surgery conducted using a femoral strut graft to relieve possible tip impingent from femoral stem on the femur. Primary implant left in place. Given the longevity of the implant, cause of tip impingement inconclusive. Two week post surgical follow up. Revealed the pain to be completely gone.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001.as a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.